Event description:
A stored egm revealed ventricular noise which caused the device to deliver a shock. There were multiple stored egm that showed ventricular noise sensed as vf, but the therapy was aborted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.